Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged. The lesion being treated was located in the non calcified, tortuous, 80% stenosed distal portion of the lima at the distal anastomosis. The physician attempted to direct stent with a taxus express2 3.5x20 mm drug eluting stent. The stent was unable to cross the lesion and as the delivery device was withdrawn the stent dislodged at the tip of the guide catheter in the proximal lima. The stent was removed with a snare. The lesion was then pre dilated with a maverick2 8.25x15 mm balloon and the procedure was successfully completed with another taxus express2 3.5x20 mm stent. No pt complications were reported and the pt's status is good.